Event description:
It was reported that during a rotator cuff repair, some of the anchors stripped out. Two anchors were required for the procedure. The surgeon attempted six anchor implants to achieve two that were successful. The unsuccessful attempts delayed the surgery more than 30 minutes. However, there were no adverse pt consequences as a result of this event. This device is used for treatment.

Manufacturer narrative:
The devices have been rec'd and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.